Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device available for evaluation updated. (B)(4). Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition the glass cap exhibits mild detritus; the glass cap exhibits mild devitrification at the output area. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the physician noted that the fiber was forward firing @ 49,615 joules after 10 minutes. Gland volume 35 ml. It was also noted that the fiber body was broken. It is unknown at this time how the procedure was completed. "No patient injury".